Event description:
It was reported the ipg was explanted and replaced for an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and event information. Further information was requested but not received.